Event description:
Our son, who was diagnosed with t1d, has encountered burns and serious allergic reactions to the adhesive on the dexcom g6. We tried the dexcom suggested remedies for "sensitive skin" but with no success. We visited a dermatologist to get medication and relief as now the rash is systemic. Apparently dexcom recently changed the adhesive and this is a serious problem in the t1d community, especially with cgm being a life saving device. FDA safety report ID # (B)(4).